Manufacturer narrative:
The lens was returned in what appear to be the replacement lens case. Viscoelastic is observed on the lens. A small cracked area is observed near the edge. This appears to have been made by an instrument used to grasp the lens. The lens was cleaned with lphse. The lens dimension were acceptable using an approved template. Product history and records were reviewed and documentation indicated the product met release criteria. The root cause for the reported pco could not be determined. The lens dimension were acceptable using an approved template. Based on the returned lens case the replacement lens was 0.5 diopter lens than the original lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history and records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported approximately one week following the implant of an intraocular lens (iol), the patient experienced posterior capsule opacification. The lens was exchanged. Additional information was requested.